Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging the patient's blood glucose that day was above 500 mg/dl with moderate ketones, vomiting, and abdominal pain and was hospitalized that day for treatment of diabetic ketoacidosis with insulin via pump, food and drink, and intravenous fluids. It was reported the pump's basal rate settings were recently changed by a healthcare provider. Troubleshooting could not be performed. This complaint is being reported because a device malfunction or device use error could not be ruled-out as a cause or contributing factor to the reported health event.